Event description:
It was reported that the balloon ruptured. A 10.0mmx60mmx75cm express ld vascular was selected for a procedure in the iliac. During the procedure, the balloon ruptured at normal pressure without the stent fully expanding. Only 1cm of the stent was extended. The express ld shaft was cut and the sheath was exchanged to a long 7fr sheath so the sheath was supporting the stent. The balloon was pulled out through the sheath. The balloon from the express ld seemed intact and there were no remains of the balloon left in the patient. Then a 3mm balloon was used to reposition the stent. After, a 10 mm balloon was used to expand the stent with good result. The procedure was successfully completed and there were no patient complications reported. It was further reported that the lesion was mildly stenosed, mildly tortuous, and moderately calcified.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as the result of the physician cutting the balloon delivery system. The cut was located approximately 12mm distal to the proximal end of the strain relief. No issues were noted with the shaft that may have contributed to the complaint incident. A visual examination identified that the balloon was subjected to positive pressure. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the markerbands or tip. No other issues were identified during the product analysis. The stent was not returned as it was deployed during the procedure. Crimp markings were visible on balloon.

Event description:
It was reported that the balloon ruptured. A 10.0mmx60mmx75cm express ld vascular was selected for a procedure in the iliac. During the procedure, the balloon ruptured at normal pressure without the stent fully expanding. Only 1cm of the stent was extended. The express ld shaft was cut and the sheath was exchanged to a long 7fr sheath so the sheath was supporting the stent. The balloon was pulled out through the sheath. The balloon from the express ld seemed intact and there were no remains of the balloon left in the patient. Then a 3mm balloon was used to reposition the stent. After, a 10 mm balloon was used to expand the stent with good result. The procedure was successfully completed and there were no patient complications reported.

Event description:
It was reported that the balloon ruptured. A 10.0mmx60mmx75cm express ld vascular was selected for a procedure in the iliac. During the procedure, the balloon ruptured at normal pressure without the stent fully expanding. Only 1cm of the stent was extended. The express ld shaft was cut and the sheath was exchanged to a long 7fr sheath so the sheath was supporting the stent. The balloon was pulled out through the sheath. The balloon from the express ld seemed intact and there were no remains of the balloon left in the patient. Then a 3mm balloon was used to reposition the stent. After, a 10 mm balloon was used to expand the stent with good result. The procedure was successfully completed and there were no patient complications reported. It was further reported that the lesion was mildly stenosed, mildly tortuous, and moderately calcified.